Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy procedure, the colonovideoscope experienced image loss during the procedure, and the image appeared red and distorted. The issue occurred during sedation while the device was inside the patient. The procedure was completed using an olympus backup device. There were no reports of patient harm.